Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, the customer alleged keypad unresponsive/button alarm, no delivery/occlusion alarm -unknown timing, failed battery test alarm, and cosmetic damage(damaged belt clip rail area). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked case above arrow and battery icon and cracked case on corner of belt clip rails identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. Confirmed no delivery alarm during bolus in the pump downloaded history: on (B)(6) 2021 at 20:58:10, 20:59:51, 21:01:39, and 21:02:22. On (B)(6) 2021 at 00:42:10, 09:18:09, 09:19:10, 14:49:58, 22:32:38, and 22:33:22. No unexpected insulin flow blocked alarms during testing. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found no failed battery test alarm on the event date of 09/30/2021; however, found: low battery alarm on 09/22/2021 at 14:48:00. Power loss alarm on 10/01/2021 at 11:29:17 and 11:29:28. Insert battery alarm on 09/22/2021 at 18:09:46, on 10/01/2021 at 11:06:19,11:18:33, and 11:28:00. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected failed battery test, low battery, power loss, nor insert battery alarms during testing. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on 07/03/2021 at 21:26:31, 07/08/2021 at 13:33:18, and 08/26/2021 at 00:35:21. Pump passed the keypad voltage test. In summary, pump passed required testing. Customer alleged for failed battery test alarm was not confirmed. Stuck button alarm not confirmed. Customer allegation for cosmetic damage (damaged belt clip rail area) was confirmed during visual inspection where cracked case on corner of belt clip rails was noted. Customer alleged for no delivery/occlusion was confirmed during bolus on 09/04/2021 and 09/30/2021. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not accepting batteries, was receiving a failed battery test, button error alarm, insulin pump casing was broken where clip attaches and received unexplained random no delivery alarms. The contacts on the battery cap were not missing or damaged. The display did not return after the insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.